Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: 174 atrial high rate episodes were recorded for a total of 3621 seconds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of palpitations when ventricularly paced. There were no atrial high rate episodes or mode switch diagnostics collected and the patient is currently in atrial fibrillation. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.